Manufacturer narrative:
Company comment. The serious event of hypersensitivity at implant site and the non-serious event of swelling at implant site were considered possibly related to the treatment. Serious criteria included the need for urgent medical care, and treatment with epinephrine and steroids to prevent permanent damage. The likely root cause include the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Product notes. Routine investigations have been performed and indicate a possible involvement of the product. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-jul-2022 by a registered nurse which refers to a patient of an unknown age and gender. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with restylane-l to unknown location (unknown amount, lot number, injection technique and needle type). Minutes after injection, the patient experienced extreme lip swelling (implant site swelling) and severe allergic reaction (implant site hypersensitivity). The swelling continued in the evening and because of which patient visited emergency room (ER) and treated with unspecified steroids and epi [epinephrine]. Outcome at the time of the report: swelling was unknown. Allergic reaction was unknown.

Manufacturer narrative:
Company comment: the serious events of hypersensitivity at implant site, angioedema and the non-serious event of swelling at implant site were considered expected and possibly related to the treatment. Serious criteria included the need for urgent medical care, and treatment with epinephrine and intravenous steroid to prevent permanent damage. The likely root cause include the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-jul-2022 by a registered nurse which refers to a 41-year-old female patient. The patient had fitzpatrick skin type ii. She had no known medical history or allergies. Concomitant medications included ativan [lorazepam], latuda [lurasidone hydrochloride], lamictal [lamotrigine] and unspecified birth control. The patient had previously received versa ha filler in (B)(6) 2022 to perioral area. In the last 6 to 12 months, the patient had received modern covid-19 vaccine. On (B)(6) 2022, the patient received treatment with 0.4 ml of restylane-l (lot 20183) to lips using 29 g x ½" needle with unknown injection technique for augmentation. Minutes after injection, the patient experienced extreme swelling (implant site swelling) of upper and lower lips and severe allergic reaction (implant site hypersensitivity). The patient was treated with benadryl [diphenhydramine hydrochloride] and there were no changes after 30 minutes. Then, the patient went to home. The swelling had continued in the evening and because of which patient visited emergency room (ER) and treated with solumedrol [methylprednisolone sodium succinate] IV and epinephrine [epinephrine] injection. The patient was additionally given benadryl for angioedema (angioedema). All the swelling had subsided. The patient had no further complications even two days after injection. Outcome at the time of the report: swelling was recovered/resolved. Allergic reaction was recovered/resolved. Angioedema was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 09-aug-2022 from same reporter. Event (angioedema) added. Patient demographics, past filler treatment, concomitant medications, suspect device implant location, volume, needle type, lot number, expiry date, severity, reporter causality for event swelling, outcome and corrective treatment details were updated.